Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side "deflation." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: a sharp opening (a dimension measurement in the shell was performed which identify the thickness within specification), white particles, a curved cracked opening in valve, wear abrasion, fold creases. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve. A sharp opening assessed as unidentified(tear) opening.

Event description:
Patient reported a right side "deflation." Device has been explanted.